Manufacturer narrative:
Evaluated 2 open/used reservoirs. Performed a visual inspection using (B)(4) doc appendix f; found transfer guard¿s needle bent. Unable to perform pre-fill; leak test. Performed visual inspection and found no physical or cosmetic damage in the barrels.

Event description:
The customer reported via phone call that the reservoir had leak during the transfer of insulin from vial to reservoir. The customer¿s blood glucose value was 125 mg/dl at the time of incident. Customer reported that the barrels had crack or splits. The reservoir will be returned for analysis.